Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate auto mode switch episodes due to far field oversensing. The device also inhibited ventricular pacing for multiple seconds. The patient was asymptomatic. The device was reprogrammed on (B)(6) 2017 and the patient remained stable.